Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced stimulation after the implant procedure and the lead was reprogrammed. It was also reported that the patient is awoken during impedance testing every night "by a short run of pacing beats" that present like phrenic stimulation. The ipg clock was changed to reschedule the time of impedance testing. The patient continues to have muscle stimulation during the impedance test. No further patient complications have been reported as a result of this event.